Event description:
It was reported that an ilet device powered off due to depleted battery and would not recharge despite overnight charging and attempts with multiple outlets, while the charger displayed a blinking green light; troubleshooting and education were completed and a replacement charger was arranged. Symptoms included no reported adverse health effects. Outcomes included no reported impact to health or need for medical care. Investigation included customer troubleshooting focused on external power and charging function assessment. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or charging component issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective charging accessory leading to inadequate device charging.